Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 241 mg/dl at the time of the incident. Customer stated that she keeps her pump in her pocket when she is working and there was sweat on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly during the visual inspection. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.